Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted (B)(6) 2018; 5076-52 lead implanted (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were lightheaded when leaving their clinic. The staff had the patient stay for a bit and said the cardiac resynchronization therapy pacemaker (crt-p) was working fine. The patient went home to lay down and they could feel a slight pounding when on their side. The patient was familiar with premature ventricular contractions (pvc) but wasn't sure if that was what they were feeling. It was later confirmed through follow-up with the patient's physician that the dizziness was related to threshold testing and sensing as the patient is pacing dependent. The pounding sensation was due to phrenic nerve stimulation from the left ventricular (lv) lead. Multiple programming changes were made to the lv lead over a few clinic appointments. The crt-p and lv lead remain in use. No further patient complications have been reported as a result of this event.